Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the root cause might have been due to the missing of 1 of the 4 sets of screws and nuts holding the esm module. The set of screw and nut near the sd card was lost probably during previous maintenance. Resulting the esm being wobbly near the sd card corner. Correction: install the set of screw and nut securing the esm module, preventing it from touching the mainboard, and also upgrading sw to 2.0.9.

Event description:
The following was reported to hamilton medical ag: summary: unit doesn't start up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the root cause might have been due to the missing of 1 of the 4 sets of screws and nuts holding the esm module. The set of screw and nut near the sd card was lost probably during previous maintenance. Resulting the esm being wobbly near the sd card corner. Correction: install the set of screw and nut securing the esm module, preventing it from touching the mainboard, and also upgrading sw to 2.0.9. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: a UDI-di was provided for this device brand and version (generally) in the initial report, yet hamilton medical ag (hmag) established that this particular device (serial number: (B)(6)) was not labelled with a UDI at the time of its manufacturing. Creation of UDI was not a requirement at the time of manufacturing of this particular device (prior to 2015) and had not yet been implemented in production at hmag. UDI data has therefore been removed in this corrected follow-up report. A full UDI (including UDI-pi) will not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6).